Event description:
The account stated that the architect tsh reagent is generating erratic results on a patient who is under treatment. The sample was tested multiple times and the tsh results were 28.33, 11.45, 14.87, 17.53 and 29.65 uiu/ml. The ft4 result was 0.94. The account retested the sample in triplicate and obtained tsh results of 29.76, 30.11 and 29.68 uiu/ml. The sample was then diluted and the results were around 32.28 uiu/ml. The following day, a new sample was drawn from the patient and tested in triplicate, the tsh results were 29.92, 30.11 and 30.89 uiu/ml. The account believes the elevated results to be the correct result for this patient. There is no impact to patient management reported.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B) (4).

Event description:
It was reported from a (B) (6) that there was an instance of leakage from the transfer bag components of the device. There was a puncture hole in the 200ml transfer bag.